Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead could not be stably placed in the target location during implant. The lead remains in use. No patient complications have been reported as a result of this event.